Event description:
It was reported that the patient was charging the ipg with longer periods of time. There was no device malfunction suspected. The patient underwent an ipg replacement procedure wherein an magnetic resonance imaging (MRI) compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg will not be returned due to facility policy.